Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Two to four days postoperatively, arterial bleeding occurred. The patient suffered a circulatory collapse and the vascular suture had to be redone because it was leaking. During the reoperation, the suture was completely decolorized. A different type of suture was used to complete the procedure. After the reoperation, there were no further complications. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional device info: the actual device product code and batch number associated with this event is not known. The international affiliate reports the following possible product codes and batch numbers: product code: z1702h batch: ep5gkqn; product code: z1002h batch: ge5bpkn; product code: puu2971e batch: emk617. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.